Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flex deflectable videoscope had no video image during preparation for use in an unknown procedure. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9. Corrected fields: b5, b6, b7, e4, g1, g2, h8. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: there was no image when the angulation lever was in the down position; however, the image reappeared when the lever was in the neutral position. A root cause could not be identified. Based on the results of the investigation, it is likely that the malfunction was due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the flex deflectable videoscope had no video image during an unknown procedure. There were no reports of patient harm.